Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Additional concomitant medical products: unknown, unknown head, unknown; unknown, unknown cup, unknown; unknown, unknown stem, unknown; 11-302102, arcos troch claw small 100mm, 085570; 11-302142, arcos lateral troch bolt 42mm, 398520. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11288, 0001825034 - 2017 - 11287, 0001825034 - 2017 - 11290, 0001825034 - 2017 - 11291, 0001825034 - 2017 - 11292.

Event description:
It was reported that the patient developed reddening in the upper leg and an allergic skin reaction. The patient was treated at home with cortisone cream applied locally to the affected site. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that the device was reported with the wrong MFR number. The initial report should be voided as it was submitted in error. Please refer to 3002806535-2018-00366.